Event description:
The catheter was placed and fixated according to protocol. The catheter had not been flushed but was immediately connected to a pump with naci (5 percent glucose). The catheter tore during therapy. Chlohexidine digluconate and alcohol used prior to insertion.